Event description:
In (B)(6) 2008, I was implanted with the essure sterilization device. It took almost 3 hours to complete a 10 minute procedure. Then I had to have a hsg tests done, because the doctors didn't record the correct measurements on the first test. I immediately began having problems, and complained often to my doctor, who repeatedly wrote my problems off as other diagnoses. I thought maybe he was right, until around (B)(6) of 2013 when I started having my period every two weeks with severe bleeding and major blood clots. I have had constant headaches, mood swings, irritability, severe skin rashes, hair loss, weight gain, fatigue, chest pains, nightmares, severe pain during intercourse, and almost all of my teeth have broken and are falling out. I have had dizziness, weakness, brain fog, and many other symptoms. I lost my ability to interact with my children and my husband physically and mentally. I did not have insurance at the time, so I suffered for about half of the year in 2013, then started going back to my obgyn, with his help to reduce my bill. After exams and blood tests, my doctor agreed that I was possible having a reaction to the essure coils and we scheduled a hysterectomy for (B)(6) 2013. I lost all of my reproductive parts except for my ovaries, and am still having some issues, but at least I'm not bleeding severely anymore. Essure has stolen my life as I knew it away from me, and it needs to be taken off the market.